Event description:
The reporter requested replacement of her surestep meter with a onetouch meter. She stated she believes she had seen er1 once, but said, "I don't remember (when), I don't even remember if it really was er1." She said, "could never get enough blood on the strip." She stated the er1 was not a result of high blood glucose.